Event description:
New information received notes, the patient presented in the clinic on (B)(6)2020, with continuing atrial lead noise. The patient was in stable condition. No intervention was performed.

Manufacturer narrative:
Additional information: b5.

Manufacturer narrative:
Additional information: b5.

Event description:
New information received noted, the patient presented in the clinic on 12 jun 2020, with continuing atrial lead noise. No intervention was performed, the patient would continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited noise. No intervention was performed. The patient was in stable condition and will continue to be monitored.